Event description:
The customer reported that the device fell. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device fell. No pt harm was reported. Initial communication with the responsible philips field service engineer (fse) revealed that the customer had sent the device to the philips bench repair without giving any info about the fall. The product labeling ((B)(4)) also clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A non-functional parameter would exclude the device from being used in monitoring pts and would not cause a safety risk. Please note that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. The physical damage problem was solved by replacement of the m3 plast housing kit with pen & label, without sn ((B)(4)), m3 plast bezel irda interf french ((B)(4)) and m3 bat battery 12v 3.5a-hr nimh conn ((B)(4)) which is considered as all that is warranted for the physical damage. There is no indication of mount failure, any malfunction or any design, mfg, materials or labeling issues. Consideration of this complaint and trending for this issue supports that there is no design, mfg, material, or labeling problem. No further action or investigation is warranted.